Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent initial hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to a femoral fracture. During the procedure, cables were implanted. Patient underwent another revision on (B)(6) 2015 due to recurring dislocations. During the procedure, the acetabular cup was removed and replaced. No further information has been provided.